Event description:
It was reported that the surgeon was using the screw extraction bolt to remove a screw from a femoral nail. While running it on the drill, the end piece split off. It was recovered and the hospital threw it away in their sharps bin. There was no harm to the patient. Another tool was selected to remove the screw. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The DHR was reviewed and no complaint related issues were found. The product evaluation visual inspection revealed the half part of the threaded bore for screw heads broke off and is missing. This complaint was deemed invalid from a design standpoint. The half part of the threaded bore for screw heads broke off and is missing. This complaint was deemed indeterminate from a manufacturing standpoint.

Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.